Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered chronic pelvic and area pain, stress urinary incontinence, sharp shooting pains, and pain during intercourse. No further information has been provided.